Event description:
On (b)(6) 2026 a surgical procedure was initiated to implant a Nalu Peripheral Nerve Stimulator system. While in the procedure one of the Nalu components intended to be implanted was found to be non-functional. The Implantable Pulse Generator (IPG) was unable to communicate with the clinical programmer device and thus unusable. The malfunction was identified prior to implanting into the patient. A new IPG was introduced and the procedure was able to be successfully completed.

Manufacturer narrative:
The allegedly malfunctioning IPG was not retained for testing by the firm, thus the cause of connectivity issues is unable to be identified.Intra-operative testing identified the issue prior to implanting the device. There are no reports of any significant delay to the procedure and no reports of any harm to the patient related to this case.